Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device would not cauterize the tissue while removing a polyp. The device was removed from the patient and the procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. Reportedly there were no issues with the generator or active cord and the same (generator & active cord) were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the device would not cauterize the tissue while removing a polyp. The device was removed from the patient and the procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. Reportedly, there were no issues with the generator or active cord and the same (generator and active cord) were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities. Functionally, the unit was able to be opened and closed without issue. Additionally, electrical resistance testing was performed and the forceps device met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).